Manufacturer narrative:
Analysis of extension model 3095-10 (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 3093 lot # unk determined the product was segmented and there were no significant anomaly found. The body insulation was cut through and the lead was segmented. The continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that stimulation was not efficient and impedances were over 4,000 ohms following a fall. The hcp decided to operate on the patient to test the extension and electrode connections. When the hcp opened the stimulation pocket he noticed that the extension was not connected to the stimulator. He disconnected the extension with a screwdriver, cleared the extension connectors, and reconnected them to the stimulator. The extension could still be moved in the stimulator's connector even though it was properly screwed and the impedances were still over 4,000 ohms. The hcp then disconnected the extension from the lead with a screwdriver and noticed that a piece of the lead was broken into the extension's connector and trapped in it. The hcp decided to change the extension and the lead. At the end of the operation after reconnecting the new lead and extension properly to the stimulator all impedances were normal. It was reported that there was no patient injury and the patient outcome was reported as ok.

Manufacturer narrative:
(B)(4).